Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep stated that the patient is moving forward with a replacement implantable neurostimulator (ins). No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. It was reported that the patient has been having increased difficulty charging, and may have to have their implantable neurostimulator replaced. The rep initially indicated that the patient has had a couple overdischarges in the past, but then stated that it was just one ¿recently.¿ the rep agreed that the difficulty recharging was a compliance issue. Longevity calculations were reviewed at the time of the report, and the rep indicated the replacement has not been scheduled yet, as the patient is still weighing their options. No patient symptoms were reported. No further complications were reported or anticipated. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.